Manufacturer narrative:
Added h6 type of investigation and investigation findings codes. Corrected h6 investigation conclusions. The device was not returned for evaluation. A DHR review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other similar events. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imager was provided by the site showing the patient's anatomy. The patient's access vessels were noted to be tortuous and calcified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product nonconformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Additionally, since no edwards defect, which could have resulted in the complaint was confirmed, no preventative or corrective actions are required. The events were unable to be confirmed as neither the complaint device nor applicable imagery were returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of IFU/training materials revealed no deficiencies. The event description states, 'the valve was not able to be pulled back into the esheath so the valve was deployed in the distal aorta' the provided patient imagery revealed the right access vessel was calcified and tortuous. Access vessel tortuosity and calcification can increase the likelihood of withdrawal difficulty as they can cause non-coaxial retrieval of the delivery system. If the valve was still crimped on the balloon during a non-coaxial retrieval, it can get caught on the sheath tip and contribute to withdrawal difficulties. While a definitive root cause is unable to be determined, available information suggests that patient (calcification, tortuosity) and/or procedural factors (non-coaxial withdrawal) may have contributed to the complaint events.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a tf tavr case the physician was unable to track the sapien 3 ultra valve to the native valve for deployment as the aorta was too tortuous. The valve was not able to be pulled back into the esheath so the valve was deployed in the distal aorta.